Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found there was a recharge antenna failure, intermittent no device found. It was also noted the recharge antenna cable insulation was pulled away. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller said the pt's controller and ins were charged to 100% (ins was somewhere between 90 and 100%) however, when the pt tried to charge the ins, they were receiving the no device found screen. Caller said the last time the pt was able to recharge the ins, the base of the rtm paddle and the black relay box got extremely warm (uncomfortable) while recharging. The caller also mentioned that if the pt's ins was not working, the pt wasn't feeling any discomfort like they did before the ins was implanted. Caller said that at one point they had noticed the pt's stimulation was off, so they turned it back on however, they were still unable to connect with the rtm to charge. An email was sent to the repair department to replace the rtm.